Manufacturer narrative:
The bur subject to this complaint was not returned for evaluation. Lot no. Details were not provided to assist further investigation. It was not possible to determine the root cause for the alleged breakage.

Event description:
It was reported that the bur head broke off the shaft. No adverse consequences were reported.